Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking inside the bag. This issue was identified during compounding, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: september 11, 2020 - september 14, 2020. The device was received for evaluation. Visual inspection was performed using the naked eye which observed a leak inside the bag that contained sample. The cause of leak was due to an unclosed slide clamp on the tubing and an untightened blue winged cap. Functional t testing was performed by filling the device with green colored water. After the fill and prime, the slide clamp was closed and the blue winged cap was hand tightened. The sample was monitored until the next day and no sign of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.